Event description:
It was reported during use that the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm. There was patient involvement. No harm or injury reported.

Manufacturer narrative:
Due to character limit in e1 (B)(6). A supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h11. Corrected field: h6 component code: this code has been incorrectly submitted in previous report which should be empty since no parts replaced.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1(postal code, site state).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Autofilll failure and fault code # 57 - fault index 16 0 recorded in the logs. Unknown how/why it happened. No fault found. No parts replaced. However the safety disk and battery were replaced as part of preventive maintenance.

Event description:
N/a.